Manufacturer narrative:
H10: the device was not received for evaluation, however a picture was provided. The visual inspection of the provided picture showed that the return line was unglued from the deaeration chamber resulting in the blood leak. The reported condition was verified. The cause of the event was due to a supplier issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date reported as "recently". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a prismaflex m150 set, an external blood leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.